Event description:
Same case as MFR report #: 2134265-2008-04188. Clinical trail. It was reported that 1421 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. During the initial procedure, the patient had taxus express2 stents placed in the proximal and mid lad (left anterior descending) and a taxus v study stent placed in the 1st diagonal. The patient presented 1413 days following the initial procedure with angina and a positive stress test. At that time, the patient underwent a diagnostic angiography that revealed a 70% ostial lad lesion and a 70% proximal in-stent restenosis. On day 1421, coronary angiography revealed a 90% lesion in the proximal lad and an 80% lesion in the mid lad. The mid lad was treated with another manufacturer's 3.0x12mm drug eluting stent with 0% residual stenosis. The proximal lad was treated with another manufacturer's 3.5x12mm drug eluting stent with 0% residual stenosis. The patient was discharged one day following the procedure with no residual effects. The event was reported to be resolved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review, for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.